Event description:
It was reported that the patient's right atrial (ra) lead had dislodged. The dislodgement was confirmed via x-ray. The lead was explanted and replaced. The patient was in stable condition.